Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant. However, the lead impedances were greater than 2000 ohms with both the generator and the pacing system analyzer (psa). Therefore, the physician opted to implant another lead. The new lead yielded normal measurements. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.